Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. Technical support (ts) recommended replacing the power switch overlay to troubleshoot the reported issue. The customer reported replacing the power switch overlay to resolve the reported issue.

Event description:
The customer contacted philips technical support (ts) stating that unit has alarm message of alarm led (light emitting diode) failure. The customer reported there was no patient involvement. The event date was not specified; estimate used.